Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back issue. Possible blood in unit. There was no patient harm reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found blood in the patient interface module and safety disk the module (0997-00-1178) and safety disk were replaced. No other blood was found in the system. The stm completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).